Event description:
The customer reported that there was an 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. The universal node pcb software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.